Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 60 mg/dl at the time of the incident. The customer was treated with insulin, potassium, electrolytes, and antibiotics. The customer mentioned symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer alleged the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.